Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had increased groin pain. An increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# hg7f2la11 implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(6), ubd: 06-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump. It was reported that the patient had dull lower back pain and increasing pain all over their body. An increase in sc fentanyl by 100mcg and addition of 4 boluses at 25mcg was made.additional information received from the healthcare provider via a clinical study indicated that a catheter access port study revealed a catheter abnormality. The catheter was dislodged and hae moved from t6 to l1. It was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6 ). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter product ID neu_ascenda_cath lot# serial# unknown. Product type catheter h3: the 8782 catheter was returned and found to have a deformation in shape of the catheter body. The neu_ascenda_cath was returned no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025. Product type catheter product ID neu_ascenda_cath. Serial# unknown: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.